Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-29368.

Event description:
It was reported that the customer experienced low blood glucose levels and that there were discrepancies between the sensor and blood glucose readings. The blood glucose reading was between 50 and 60 mg/dl, which the customer treated by eating. The customer stated that the blood glucose levels returned to normal, then ran high in the morning, with a blood glucose reading of 179 mg/dl. She performed a bolus and stated that the sensor kept alerting that she had low blood glucose when she did not. She reported that she turned off the sensor feature, and when she went to remove the sensor, she found that the sensor needle had not entered the insertion site. She noted bleeding at the site. The call was ended and several attempts to reach the customer were unsuccessful. Nothing further reported.